Event description:
A male pt received collsculpting treatment on (B)(6) 2011, with the coolmax (8.0) app on his lower abdomen. The pt returned to the office on (B)(6) 2012 and reported that he noticed the treatment area had begun to increase approx six months post-procedure. On (B)(6) 2012, zeltiq was informed that the treating physician had recommended intervention options to treat the condition, making this a reportable event. A f/u report will be made to the agency if and when new info is received about this case.

Manufacturer narrative:
Zeltiq followed up with the physician's office to gather add'l info. Per the physician's office the procedure was conducted successfully with no malfunctions. Zeltiq reviewed the system logs and confirmed that no system malfunction occurred during treatment.